Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, device history review record, medical imaging, complaint history review and surgeon assessment), it appears that the failure is primarily related to osteolysis. The progressive bone loss likely compromised the support of the implant, which in turn led to cup unsealing. Osteolysis is listed as a probable adverse effect in the device IFU, and therefore is an anticipated potential outcome. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2025. Subsequently, the patient reported pain and osteolysis was observed on x-ray. The patient underwent a revision surgery on (B)(6) 2026; the surgeon removed bone from the trapezium and positioned the new cup at a deeper level. Metallosis was present in trapezium.